Event description:
Additional information received 01mar2021. The device leak occurred prior to patient contact. The dilator was in the sheath at the time of the leak.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during a percutaneous biliary drainage, when the operator attempted to put liquid into the guiding sheath of a flexor raabe guiding sheath, there was leakage from the valve. The device leak occurred prior to patient contact. The dilator was in the sheath at the time of the leak. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU) provided with the device cautions, "all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage." The IFU further states, "upon removal from package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control, and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has concluded that device failure contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter name and address: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous biliary drainage, when the operator attempted to put liquid into the guiding sheath of a flexor raabe guiding sheath, there was leakage from the valve. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the procedure. No adverse effects were reported due to this occurrence. Additional patient and event information has been requested.